Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 344, 449 and 305 mg/dl. The customer's expected fasting blood glucose test result range is 197 - 285 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, he had obtained a result of 525 mg/dl fasting and had gone to the emergency room shortly thereafter (customer doesn't remember exact time). Customer did not disclose any symptoms and stated he had gone to the hospital due to the high result. Customer stated he did not remember his exact blood glucose test result when at the hospital, but state the hospital's meter read about 150 points lower than the result obtained with its meter. Customer stated he was admitted due to being anemic and was also diagnosed with hyperglycemia. Customer was given medication to lower his blood sugar (medications were not disclosed). The customer was discharged from the hospital on (B)(6) 2019. No new medications or healthcare program was suggested. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is (B)(6) 2019. Customer was using correct testing technique. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 344, 449 and 305 mg/dl. The customer's expected fasting blood glucose test result range is 197 - 285 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2019, he had obtained a result of 525 mg/dl fasting and had gone to the emergency room shortly thereafter (customer doesn't remember exact time). Customer did not disclose any symptoms and stated he had gone to the hospital due to the high result. Customer stated he did not remember his exact blood glucose test result when at the hospital, but state the hospital's meter read about 150 points lower than the result obtained with its meter. Customer stated he was admitted due to being anemic and was also diagnosed with hyperglycemia. Customer was given medication to lower his blood sugar (medications were not disclosed). The customer was discharged from the hospital on (B)(6) 2019. No new medications or healthcare program was suggested. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is (B)(6) 2019. Customer was using correct testing technique. The meter memory was reviewed for previous test result history: result 1: 344mg/dl date:(B)(6) 2019 time: 7:49am fasting , result 2: 449mg/dl date:(B)(6) 2019 time: 7:51pm fasting , result 3: 305mg/dl date:(B)(6) 2019 time: 8:42am fasting , result 4: 211mg/dl date:(B)(6) 2019 time:10:11am fasting , result 5: 238mg/dl date:(B)(6) 2019 time:10:25pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report (B)(4). Product not returned for evaluation. Most likely underlying root cause: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.